Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. There is a warning in the IFU (instructions for use) that states "do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the injection of onyx, it was reported the ultraflow catheter ruptured. The physician stated experiencing some resistance. The injection was paused for approximately 1-3 minutes and there was no reflux. The patient expired the same day. Same event as MDR# 2029214-2014-00074

Manufacturer narrative:
Received additional information on (B)(4) 2014 stating the cause of death was due to complications that occurred after the embolization treatment. Reference (B)(4) follow-up 1.